Event description:
It was reported, the camera control unit had an e117 error code. The issue occurred, during preparation for use, prior to an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of e117 error code was not confirmed. Based on the results of the investigation, the presumable cause and the root cause could not be determined. Olympus will continue to monitor field performance for this device.